Event description:
It was reported that during an unk procedure the device did not completely grasp, and the tissue was slipping out. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.